Event description:
On (B)(4) 2013, the reporter contacted lifescan (B)(4), alleging error unknown. The patient does not recall which error message he received however, tested on 3 different vials of test strip (same lot #3352560) and obtained the same unspecified error message. The patient said he tested while on the phone and obtained an error 4 message. The products were replaced and requested and the alleged issue was not resolved. The patient denied exhibiting any symptoms or seeking any medical attention due to the reported issue.

Manufacturer narrative:
Product was replaced and requested back for investigation.

Manufacturer narrative:
(B)(4): the meter passed all testing with no faults found. The error could not be reproduced. The test strips were found to have an error 4 issue. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. Device returned to mfg date: meter- 3/8/2013, test strips- 3/19/2013.